Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 4.0.2.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that the patient was transported by paramedics to the emergency room (ER) with hypoglycemia on (b)(6)2026. The patient's blood glucose levels declined to 34 mg/dL while wearing the Pod longer than 48 hours. Symptoms reported include feeling sweaty, disoriented, confused, shaking and chills. The patient received glucagon, toast with peanut butter, orange juice, molasses and honey during transport. At the time the patient received medical attention, the patient was diagnosed with hypoglycemia. Upon arrival to the ER, the patient¿s glucose levels increased to greater than 600 mg/dL. The patient was administered intravenous insulin and was released from the ER the same day, after approximately 9 hours.